Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during peritoneal dialysis (pd) at home, there was a superficial tear noted on the pd catheter by titanium adapter. The pd catheter was repaired and a new titanium adapter and the transfer set applied. There was no reported patient outcome.